Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer reported imprecise meter readings on their adc meter. They reported readings of 18mmol/l and 1.6mmol/l obtained within a ten minute timeframe. The results when plotted, fell within the 'c' zone of the parkes error grid showing the difference in values are considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.